Manufacturer narrative:
(B)(4). Although it was initially reported that a sample was available, the sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. If the cassette is returned of additional information becomes available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an automated pd set with cassette 4-prong was damaged. The specific type of damage was not specified. This was noted during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.